Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 7.1/7.2 and 4.1/4.2 were not on bus. A field service engineer (fse) removed back panel, reseated all cables on 7.1/7.2, 4.1/4.2 to resolve the issue. Then the station was powered and customer recovered all drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 pockets e1, e4, e5, and e6 and aux drawers 7.1 and 7.2 were not detected on the bus, multiple maintenance restarts and power cycles were attempted, but the issue persisted and worsened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.